Event description:
On (B)(6) 2015, a reporter contacted animas alleging that there was an inaccurate deliver of insulin. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(6)2015 with the following findings: the last basal and bolus deliveries were on (B)(6) 2015. The black box showed that the pump was manually suspended on (B)(6)2015 at 05:57 and deliveries were never resumed. The recorded total daily doses of insulin added up correctly and reflected the user's programmed basal rates. The pump was exercised for 24 hours with no alarms or errors occurring. The pump passed a delivery accuracy test and was found to be delivering within the expected range. The alleged issue could not be verified in the pump history or duplicated during investigation.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.